Manufacturer narrative:
Product event summary: analysis found that the keyboard was pulling apart and the right keyboard hinge was broken. It was also noted that the latch tabs were broken off of the power cord door, and the electrocardiogram (ECG) connector solder joints were cracked.

Event description:
It was reported that the programmer had a broken keyboard, that the power cord lid was broken and that at times the radiofrequency p rogrammer head would not interrogate patient devices. It was noted that when another programmer was used on the same patient it would interrogate just fine. The programmer and the programmer head were both returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).